Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The customer reported the following complaint issue: ¿after reaching desired stent position, operator squeezed the trigger to release the stent but failed. The stent cannot be released. The operation was completed with another same stent from cook.¿ 1 x evo-fc-10-11-6-b with lot # c1355572 on the packaging was returned, however the lot # was confirmed with the customer to be c1315924. "They used the marketing box of c1355572 packed the complaint device." Upon evaluation of the returned device it was noted that the lockwire was in place on return. The red shuttle deployment marker was towards the back half the handle. There was no stent exposure from the sheath on return of the device. Actuation of the device was not possible. The handle was dismantled during lab evaluation to show that the flexor was broken at the shuttle cap. There was also a kink noted on the flexor. The stent was manually deployed and seen to be fine. The customer complaint was confirmed as the failure was confirmed in the laboratory; the flexor was seen to be kinked and broken at the shuttle cap. As usage conditions cannot be replicated in the laboratory setting, a definitive root cause for this complaint could not be conclusively determined. However, it is possible that the kink on the proximal flexor occurred on insertion into scope or handling during the procedure excessive force would have then been required to overcome the kink in attempting to deploy the stent. A review of the qc records did not reveal any issues which could have contributed to this complaint issue. Prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. A review of the manufacturing records for evo-fc-10-11-6-b did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #, upon review of complaints this failure mode has not occurred previously with this lot #. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Initial MDR is being submitted based on the device malfunction precedence: ¿flexor kinked/stretched/broke/compressed". After reaching desired stent position, operator squeezed the trigger to release the stent but failed. The stent cannot be released. The operation was completed with another same stent from cook.